Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02008. It was reported that the patient presented for a follow-up in clinic shortly after an implant procedure for a new implantable cardioverter defibrillator and right ventricular lead. Upon investigation it was noted that the patient's pocket site exhibited swelling and pocket infection was suspected. Antibiotics were administered, however the swelling persisted. The patient's system was explanted and replaced on (B)(6) 2020. Culture testing was performed and the results were negative with no infection confirmed. The patient's condition was stable after the event and was noted to be doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.